Event description:
The customer reported damage to the pump housing around the usb port. There was no adverse impact to the customer¿s blood glucose level. To address the problem, the technical support team reviewed photos and determined the pump could not be guaranteed watertight. The pump was replaced to resolve the issue, and the customer will continue to use the current pump for insulin therapy until the replacement pump arrives.